Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer removed the cartridge but was temporarily unable to clear the alarm. There was no reported impact to the customer's blood glucose level.